Event description:
It was reported that a couple weeks ago, the patient had a surgical revision, because the device was not secure in the pocket and was floating around. It was noted that the patient¿s device had depleted halfway and she could not recharge. The patient had the staples removed and was told that everything looked fine. The patient had adjusted the antenna dial as much as she could; however, she was still not getting any better coupling. The patient typically did not use the recharger belt when recharging, she reclined in bed to hold it in place. The patient used the antenna locate feature, but this did not result in getting any better coupling. It was noted that the patient did not notice any swelling, but the pocket seemed loose, ¿doesn¿t seem secure.¿ the patient had inquired if newer devices had more suture loops to get the device secure, as her physician noted that he did not have many options where there are only two suture loops on the device. The stimulation helped the patient; however, she was very frustrated with the issues recharging. It was noted that the patient had an appointment with her physician in two weeks. Additional information received reported that the patient¿s pocket seemed a little swollen. The patient was meeting with the manufacturer representative, who was able to interrogate the device with the clinician programmer and it had only ¿a sliver¿ remaining. The device appeared to be still moving around in the pocket, it was difficult to assess pocket depth, and the device appeared to be titled inward. The device was located in the patient¿s buttock and it was noted that the titling could just be because of the patient¿s anatomic shape and it might be difficult to get the device to lay parallel to the surface of the skin. It was noted that the suture loops were used during the revision procedure, but it was unclear if the pocket was tightened up. Another recharger was tried last week, but this did not resolve the issue. X-rays had been taken, but the results were unknown. Additional information received reported that diagnostics were performed and no malfunctions were seen or cause of issue determined. The patient had her device replaced to a non-rechargeable battery and was doing great.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n368256, implanted: (B)(6) 2013, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).